Event description:
It was reported the pt experienced soreness at the ipg site due to the ipg being at the pt's belt-line. Ipg site was revised on (B)(6) 2011.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.